Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached from the site. Therefore, her blood glucose level was 19 mmol/l at the time of the incident. Currently, her blood glucose level was 5.7 mmol/l. No further information available.